Manufacturer narrative:
Initial 2 of 5. E1: name: tandem. Country: united states of america. Street: 11045 roselle street suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had high blood glucose due to infusion sets leakage issues were the tubing leaking at the site and treated with multiple daily injections on (B)(6) 2026.